Manufacturer narrative:
Manufacturer¿s investigation conclusion: the corrosion within the pump cable inline connector that could have resulted in the driveline communication fault alarms observed in the submitted log files could not be confirmed through the submitted image. A specific cause for the observed evidence of corrosion could not be conclusively determined through this evaluation. The controller event log file contained events from 18sep2025 through 19sep2025. A continuous driveline communication fault alarm, associated with com_b_fault flags, became active on (B)(6) 2025 at 14:31:20 and remained active through the remainder of the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 6 of the IFU, ¿patient care and management¿, cautions to keep the driveline exit site as clean and dry as possible and contains a subsection on ¿caring for the driveline exit site.¿ section 1 of the patient handbook, ¿introduction¿, warns that the system components must be kept dry. Section 6 of the IFU contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 6 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. The heartmate 3 lvas IFU also provides instruction on how to access and download the log files appropriately. Additionally, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the IFU and patient handbook can be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a yellow wrench alarm "driveline communication fault". The pump was running, and log files were submitted for review. The event log file confirmed the reported driveline communication fault b on 19sep2025. Otherwise, there were no other notable alarm conditions or parameter changes. The modular cable and system controller were exchanged, and no further alarms appeared. Additional log files were submitted for review. The event log files from the new system controller confirmed the driveline communication fault alarm did not return. Submitted images of the exchanged modular cable showed evidence of corrosion on the base surface of the connector as well as some corrosion on the pump side cable connector.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.